Event description:
Pt was being treated for wilm's tumor. When the nurse turned the pt, noticed the catheter was leaking where the y connector meets the catheter shaft. They were able to deflate the balloon and remove the catheter without injury to the pt. Product will not be returned for MFR's evaluation.